Manufacturer narrative:
The product, ri cori (us), rob10024, (B)(6) used for treatment was not returned for evaluation, however a photo was provided for review. The photo identified the "critical error" message. A relationship between the reported event and the device was confirmed. A functional evaluation could not be performed because the device was not returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event may be associated with a software issue. Further investigation into the failure is being conducted to determine if additional actions are required. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that after completion of a successful cori tka procedure, they received a critical error notification after attempting to power down. They were logged out on the main snn screen and the notification appeared after sliding the power icon to the right on the console touch screen. No patient involved. No other complications were reported.